Manufacturer narrative:
The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts were made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted for an unspecified reason. The lens was discarded. Through follow-up, it was learned that the reason the lens was explanted from the patient's left eye was due to lens dislocation. Another johnson & johnson lens, model za9003 16.0 diopter was implanted as a replacement. There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury. The patient outcome was unavailable. No other information was provided.